Manufacturer narrative:
H.6: correction to evaluation method code from 3331 to 4114. Correction to the reported event as based on the available information, this event is deemed to be a serious injury, not a reportable malfunction as noted on the initial submission. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9611710.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Brand name: red rubber coude. Based on the available information, this event is deemed to be a serious injury. The product was used off label per the cautions, precaution & observations: after incorrect insertion, catheters must be discarded and not re-used. A new catheter should be selected. Used catheters should always be discarded. The product was used off label per the instructions for male use section 13. Discard catheter after use. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the wife of the product end user that her husband (end user) developed a urinary tract infection (uti) while using product red rubber coude. She states, "he had been re using these catheters by cleaning them in extremely hot water after each use". She states "they had been doing this for a long time and is unsure how long he had been cleaning and re using. He was placed on cipro course for infection and issues have resolved". Per the wife her husband has dementia and is ninety (90) years old. Wife states she is "not sure why he started re using catheters or if he was cleaning them properly in between uses". He has since been instructed on not reusing and will start ordering as such to throw away.